Event description:
Broken nail. Broken pfna-nail.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. Pitting corrosion was shown on the pfna blade and inside the 130 degree hole of the nail resulting from a crevice situation in the contact zone between spiral blade and pfna. Strong mechanical damages and also corrosion sign are documented inside the distal locking hole - oval hole - and on the 4.9 mm locking bolt, too. They result from micro movements between the pfna and the locking bolt and are a sign for instability and high dynamic loads. The investigation of the pfna included to inspect the manufacturer documents, technical drawings and raw-material inspection sheets. The fracture surfaces of the implant were investigated by scanning electron microscope - sem. Remark: because of sem findings - part a and b, areas with pores - a metallography investigation was undertaken. The examination with the light microscope showed some breaking outs of non metallic inclusions. On these grounds a determining of the non metallic inclusions according to astm e45, method a was performed. The dimensions of the pfna, as far as measurable, were checked and found to be in compliance with the technical drawings of the producer and ao/asif specifications. The examination of the raw-material inspection sheets and the manufacturing papers of the pfna showed that the chemical composition, microstructure and mechanical properties of the implant were in compliance with the international standards iso 5832-1 and astm f138 for implants made of stainless steel. A small portion of the pfna was sectioned and prepared for metallographic examination - longitudinal micro section. When determining the non metallic inclusions based on astm e45, method a, four oversized non metallic inclusions of type d were found. An oversized inclusion is characterized by a diameter greater than 13 ìm. The following results of the non metallic inclusions are in accordance with the international standards iso 5832-1 / astm f138 and the synthes specifications for implants made of stainless steel. Typ a, sulfide 0 thin, 0 heavy; typ b, alumina 1 thin, 1 heavy; typ c, silicate 1 thin, 1 heavy; typ d, globular oxide 1 thin, 0.5 heavy remark: in determining the inclusion content, it is important to realize that the result actually applies only to the examined area, not to the hole product or even lot. When examining the proximal fracture surfaces of part a and b of the pfna by scanning electron microscope, sem, the initial fracture area and the fracture behavior could be identified. The fracture initiation started on the lateral side of the nail and run through the material. Fatigue striations were observed in the crack propagation zones and over the entire fracture surface. Each striation represents the successive position of an advancing crack front and they originate from cyclic loads - load and unload during walking. The presence of these striations is a clear indication of a fatigue process. Also several areas with breaking outs of non metallic inclusions were documented. A small area with dimples on part b corresponds to the residual forced fracture. We assume that dominant dynamic bending loads led to the fatigue of the investigated pfna. According to the hospital report the patient was suffering from a pseudo-arthrosis. Therefore the implant had to absorb and neutralize forces over a period of time that may have been greater than the tolerable load. Postoperative activities of the patient may have played a certain role, too. Sem observations and findings led to the conclusion that the investigated implant broke because of fatigue and overload. A failure resulting from either a material defect or the manufacturing process can be excluded.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.